Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(6). Approximate age of device ¿ 1 year and 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient was admitted through the emergency room (ER) for low hemoglobin and complaint of melena. Anticoagulant at the time of event was warfarin. Site of bleeding was reported to be gastrointestinal, with no arteriovenous malformation (avm). Patient was hospitalized and transfused with 1 unit of packed red blood cell (prbc) in a 24hr period. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not be determined through this evaluation. The reported low flow alarms could not be confirmed as no system controller log files from the time of the reported event are available. A specific cause for the reported low flow events could not be determined through this evaluation. The patient remains ongoing on the device and no additional events have been reported at this time. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On evaluation in the emergency room, the patient¿s hemoglobin was 7.3 g/dl, fecal occult blood test (fobt) was positive with normal lactic acid. System controller history interrogation revealed a few low flow alarms and multiple pi events. Patient underwent esophagogastroduodenoscopy (egd) and colonoscopy on (B)(6) 2017 but there was no evidence of active bleeding. Nonbleeding angiectasis were noted in the stomach which were treated with argon plasma coagulation (apc).